Event description:
Per medwatch form: it was reported cadd legacy pump -was beeping and stopped running for 15 minutes. Pt attempted to resume infusion but pump just starts beeping again. Patient reported neausea.